Event description:
It was reported that an alert was displayed that there was possible output circuit damage. Five therapies were aborted. During the ICD explant procedure, it was recommended that the lead also be replaced, but the physician left it implanted. No defib tests were performed after the ICD replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.